Event description:
Procedure: inguinal hernia repair. According to the reporter: when putting the lap pro grip mesh through the trocar, the seal came off the trocar. The surgeon was able to grab the seal before it fell into the cavity of the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).